Event description:
On 25 jan 2024 scientia vascular was notified of a complaint of a plato 17 microcatheter (pl17-160-000 ln:024934) during an aneurysm procedure. The scientia employee at the case noted the patient's anatomy was tortuous and the physician seemed to be having some trouble crossing a stent placed on a bend. Given the difficult circumstances, one of the physicians requested that a different microcatheter be used instead of the plato 17. The plato was then removed, and they went back up to the site with a different microcatheter. After trying to gain access to the aneurysm again, the physicians noticed a spike in blood pressure. They proceeded to do a hand injection with contrast and saw the blush. The doctor that was having some trouble initially mentioned to the scientia employee that he thinks the microcatheter may have jumped forward on him, perforating the aneurysm. The microcatheter was not returned to scientia vascular for evaluation.

Manufacturer narrative:
A review of the manufacturing lot history record indicated that the microcatheter lot met the releasing criteria. There is nothing that points to the alleged microcatheter malfunction being due to a design or manufacturing defect. A conversation with one of the doctors on the 7th of feb 2024, indicated that it was a very complicated case, where the patient had underlying issues with the vessels, and many dissections. The doctor could not confirm if the plato 17 microcatheter was the sole cause for the complaint, or if it could have been one of the guidewires used, the other microcatheter, the stent, or even just the set of circumstances the patient was in. Because the complaint unit was not available for return to scientia vascular, no inspection of the unit could be performed, therefore this complaint is inconclusive.